Manufacturer narrative:
Wide spread corrosion damage was identified as the probable cause of the overheating.

Event description:
The core micro drill was sent in for evaluation because it was overheating prior to a procedure. There was no patient involvement; no adverse event was associated with the device.